Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system started with a 319 error on armnet 2. The fse bypassed from the upb to the axes controller setup (acu) board on the proximal set up joint (suj) but the system continued to fault, pointing downstream to either the suj or the universal surgical manipulator (usm). The fse swapped usm 1 and 2 and the error code followed to arm 1, confirming a bad usm2. The fse replaced the usm to resolve the recoverable fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have a failure in a normal mode as the ac board was not detected. The rolling loop was found to be loose and damaged. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected, and the errors returned. The rolling loop will be replaced as a fix. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 32097 and 400084 pointing to a common link form the axes controller spar (acs) in arm 2 usm down. The probable cause of the issue is attributed to a faulty usm. Replacing the usm resolved the issue. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraesophageal surgical procedure, recoverable faults on universal surgical manipulator 2 (usm) were displayed. The operating room (or) staff called in to report that they were having recoverable faults on the usm2. The customer listed the faults as 32097 and 40084. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed live logs and confirmed the errors. The isi tse walked the customer through a power cycle and a hard power cycle of the patient side cart (psc), but the system powered back on with 307 and 319 errors. The isi tse inquired if the customer wanted to proceed with 3 arms. The customer decided to proceed with 3 arms. The si tse walked the customer through recovering from 319 fault, stowing, and disabling usm2 to proceed. The customer was proceeding with the use of usm1, usm3, and usm4. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: recoverable faults occurred during the procedure, which prompted the staff to contact dvstat; the arm was being used for the camera and faults occurred after the tech removed the camera for cleaning and reinserted it. The system functionality was checked upon powering on the system. The system initially powered on without errors. The surgeon had no control of the arm. The customer was unable to provide the patient's info. However, no adverse issues during the procedure or outcome were reported. They continued to use only 3 arms for the remainder of that day and during the cases the following day. Their field service tech came after cases that following day to replace a board in the arm and they haven't had any further issues.